Manufacturer narrative:
1/27/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a lap chole procedure. Reportedly, the clips did not advance properly. No pt injury reported.